Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced significant pigment dispersion. Lens explanted and problem was resolved. The cause of the event was reported unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. H6 - health effect clinical code: 4581 - pigment dispersion. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens and iris pigment dispersion are identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4)

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5 - facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced pigment dispersion and iris issues. Lens explanted. Claim#: (B)(4).